Event description:
It was reported that a patient presented with episodes of noise and non-sustained ventricular tachycardia (nsvt) that resulted inhibition of pacing. The patient will continue to be monitored. No further information is available.